Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, broken belt clip slot, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was damaged. It was reported that a small rubber piece had fallen off and reservoir threat was cracked. Customer's blood glucose was 3.0 mmol/l. Insulin pump would be replaced.